Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and the specific code displayed was malf 0. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and advised to call back if the same malfunction code appears again.